Event description:
Information was received from an unknown foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (unknown concentration and dose) in an implantable pump for an unknown indication for use. On an unknown date, a pump memory error occurred. The hcp received the same error twice. It was discussed updating the pump with valid data would correct the pump memory error and the pump would continue to operate normally. It was further discussed the drug infusion data is invalid error resulted from invalid data received from the pump due to telemetry issues or pump memory error for drug data, prescription data, or drug bolus data. No further information was provided.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8840, serial# (B)(4), product type programmer, physician.

Manufacturer narrative:
The manufacturing site ID was previously reported as (B)(4). Additional information indicates the correct manufacturing site ID is (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the notified date and event date are (B)(6) 2016, however that conflicts with previous information that reported that the notified date was (B)(6) 2016. It was reported that the cause of the error was a faulty n¿vision programmer with an out of date data card. It was reported that the patient was involved in the event but did not get any over/underdose issues. Reprogramming solved the issue and the patient is receiving effective therapy. It was noted that the device would not be returned.